Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 220 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.